Event description:
The manufacturer was notified of an implant involving a perceval plus valve. Based on the information received, a perceval plus valve pvf-m was implanted in a patient on (B)(6) 2026. After the implantation, there was a suspected halt. Mpg20 was reported by the hospital due to vmax 3.34. Inr had been maintained at 1.8 due to anemia, but it was agreed to increase it to 2.0 and monitor the progress. The leaflet of the valve seemed to be working properly, but the surgeon suspected that it might be halt with the test results. There is no plan for re-operation. No clinical symptoms with the patient. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer will send follow-up report upon availability of new, relevant details.